Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization using a pod packing coil (podj). During the procedure, the hospital staff inadvertently dropped and contaminated the podj upon removal from the packaging. The podj was dropped prior to use and therefore was not used in the procedure. The procedure was completed using new podj and ruby coils.